Event description:
The patient reported that about six months earlier, the battery longevity was 13 months, and that about two months earlier, the longevity was 7 months. The patient then ended up in the emergency room, with a racing and pounding heart. The device was then noted to be at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis could not be performed at this time due to pending litigation. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 407645, lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.